Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the skin. On (B)(6) 2025, it was reported that the patient was hospitalized not because dexcom related issue but for a surgery. Approximately on (B)(6) 2025, the bg reading was around 703 mg/dl while cgm was reading around 100 mg/dl. Due to inaccuracy, they removed his sensor. They administered insulin using a syringe. At that point the patient was dizzy and experiencing confusion. At the time of the report the patient was still at the hospital recovering from a leg fracture (not dexcom related). Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.